Event description:
Pt brought to lab for cath by dr. Arterial access obtained in rt femoral. Hydrophilic coated glidewire used to advance up artery. When wire was removed, some hydrophilic coating was sheared off and left in pt. This was discovered at end of case when a femoral sheath fluoroscopy was done. The coating is visible under fluoroscopy. Action taken: dr removed arterial sheath and held pressure on the groin site. Radiologist was called to the lab to consult. Manipulation to remove coating was unsuccessful. The doctors agreed the coating was in soft tissue and nothing needed to be done about it.